Event description:
A patient reported issues with battery life deteriorating, requiring more frequent charging. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for these issues.